Event description:
During evaluation by baxter personnel, an infusor was found to have a ruptured reservoir. This infusor was attached to a patient control module (pcm), which had been sent in by the customer to be evaluated for a separate issue. The ruptured condition was found during evaluation of the pcm and was not reported by the customer; therefore, any patient involvement with this event is unknown. However, no patient injury, medical intervention, or adverse reaction was reported in relation to the infusor or pcm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The condition of a ruptured reservoir was observed and confirmed by baxter personnel. Visual examination of the unit determined that the bladder was ruptured in a footed position. Microscopic evaluation revealed markings on the interior surface of the bladder near the rupture line, which indicates internal damage, and this internal damage contributed to the bladder rupture. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: this product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.